Event description:
Caller reported that the pump's quick bolus/wake button was challenging to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team instructed the caller on troubleshooting steps and assisted with removing the pump from its case. The customer continued to use the pump for insulin therapy.